Manufacturer narrative:
Analysis of the device, serial (B)(4), found no anomaly. Analysis of the lead, lot #va04zxl, found no anomaly.

Event description:
After further review it was noted that the first stimulator and lead ¿didn¿t work¿. It was noted that the first lead was fine but the battery was ¿defective¿.

Event description:
It was reported the patient was having a new lead and implantable neurostimulator (ins) implanted the day prior to the date of this report. It was stated they kept ¿getting high impedances on 5 open impedances.¿ impedances were checked 4 times. The new lead was exchanged for a different lead. There were still high impedances with the second lead. The new ins was then exchanged for a different ins and everything ¿worked fine.¿ it was also noted the patient recovered without sequela. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va04zxl, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3093-28, lot # va06gmt, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.